Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a correlation between the heartmate ii lvas and the reported elevated ldh and suspected thrombus could not be conclusively established through this evaluation. The account submitted a log file for review. Analysis of the submitted log files revealed transient power elevations up to 7.5 watts were recorded throughout the log file on 08dec2020. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient was seen in the clinic for possible thrombus due to an ldh increased from 439 to 658 over 10 days. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were made and no further detail was provided. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 09may2014. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic for concerns of possible thrombus as ldh (lactate dehydrogenase) increased from 439 to 658 over 10 days. There were no alarms or power spikes noticed when interrogating the device. Log file reviewed, which captured a slight increase in power and a decrease in average pulsatility index overtime. There were no other unusual events seen within the log file.